Event description:
The international service tech reported review of the ventilator diagnostic log indicated a 35 volt failure occurrence which may result in a shut down of the device with alarm during normal ventilation mode operation. The service tech reported the device was in use on a patient but there was no patient harm reported. The international service tech replaced the power management pcb board and the blower due to not turning on to complete the service. Applicable final testing was completed per operating specifications and passed.